Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced shield activation issue. The following information was provided by the initial reporter. The customer stated: yellow safety shield defective/broken. Found when opening the packaging before venipuncture.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/11/2021. H.6. Investigation: bd received 1 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for broken safety shield with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. The root cause is that the damage came from a protector being stuck in the tooling that pushes the safety shield to its home position. In review of historical pir data this appears to be a sporadic event and not representative of the overall batch quality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the device experienced shield activation issue. The following information was provided by the initial reporter. The customer stated: yellow safety shield defective/broken. Found when opening the packaging before venipuncture.